Event description:
It was reported that the patient was noted to have black duct tape placed over a significant portion of the driveline due to tears in the silicone. When ventricular assist device (vad) coordinators attempted to remove the tape, wires were revealed. There were no alarms associated with the damage. Fluid was also observed near the bionate layer after the patient showered. X-rays of the driveline were obtained and it was planned to perform a cosmetic percutaneous lead repair as the damage was too significant for rescue tape. Approximately 14 inches of the driveline were replaced during driveline repair on (B)(6) 2022. There were no alarms during or after the repair and the excised portion was returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed damage to the outer jacket of the driveline; however, a specific cause for the observed damage could not be conclusively determined. The evaluation also confirmed evidence of fluid ingress, which the account stated was present following the patient¿s shower. The observed damage and fluid ingress did not appear to have contributed to an electrical issue. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 11.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline portion was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Multiple layers of black and clear tape were observed along the length of the driveline. Upon removal of the tape, damage to the silicone jacket was observed approximately 0.5¿¿ - 2.5¿¿, 3¿¿, 4.5¿¿, 5¿¿ ¿ 7.5¿¿, and 8¿¿ from the distal end of the controller connector. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Following the visual inspection, the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2016. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, the IFU cautions that although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Section 6 of the IFU and sections 2 and 4 of the patient handbook further state never to submerge the driveline or other system components in water or liquid. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.